Event description:
It was reported that during a surgical procedure on the knee, that the blade broke. It was further reported that irrigation was provided to locate the broken pieces. It was reported that the broken pieces could not be retrieved and remain in the patient's knee. No further adverse consequences were reported for the patient.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. If the blade is received, an evaluation will be performed and a follow-up MDR will be submitted. Device not available.

Event description:
It was reported that during a surgical procedure on the knee, the blade broke. It was further reported that irrigation was provided to locate the broken pieces. It was reported that the broken pieces could not be retrieved and remain in the patient's knee. No further adverse consequences were reported for the patient.

Manufacturer narrative:
Investigation results indicate that blade potentially broke due to a handpiece issue, but this cannot be confirmed. The root cause is undetermined.